Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that imaging at the patient's 1 year follow-up appointment on (B)(6) 2021 showed aneurysm occlusion raymond and roy class 3. This was a worsening from their 180 day imaging, which was raymond and roy class 1. Angiographic results post procedure had showed neck coverage and wall apposition were achieved, and there was significant stasis in the aneurysm (raymond and roy class 1). The patient did not experience any injury, symptoms, or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the c6 segment of the left ica. The max diameter was 18mm, and the neck diameter was 6mm. The landing zone was 3.5mm distal and 4.2mm proximal. Dual antiplatelet treatment was administered. Additional information received reported worsening in the raymond and roy classification compared to the previous visit. Change of aneurysm raymond scale from 1 to 3. Aneurysm recanalization. Additional information received reported that source review reported hydrocephalus on (B)(6) 2020 treated with a ventricular drain. Additional information received reported that ec adj as causal to vantage, not related to procedure or dapt. Source review reported hydrocephalus on (B)(6) 2020 treated with a ventricular drain. Additional information received reported that cec re-adj as possible to vantage, not related to procedure or dapt. Additional information was received reporting that the outcome status of the aneurysm recanalization was recovered/resolved on (B)(6) 2021.